Manufacturer narrative:
Result of investigation: the laryngoscope holder model göttingen (article no. 8575ka, lot ul06) was examined following a customer complaint. The investigation revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the gear wheel rubs against the worm, resulting in pitting. Machining by grinding showed only a slight improvement. Comparison with an older gear wheel (2002) indicated that the problem lies with the worm itself. The detailed analysis confirmed that the complaint was due to a technical problem with the worm and was not a handling error. Corrective actions are implemented. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "it's already been wearing out with some metal powder on it, and the defect was noted after reprocessing procedure and not involving medical procedure".

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).